Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacements of the sys hard drive. Sys was tested to factory's specifications.